Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected red alerts from this cardiac resynchronization therapy defibrillator (crt-d) due to high right ventricular (rv) and left ventricular (lv) pacing impedances. The alerts were discussed and dismissed by the patient's clinic. Additional information was provided that noise was observed on the rv and shock channels. It was noted that a revision procedure was being discussed. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, both the rv set screw and lv set screw were found to be loose, resulting in lead displacement from the header. No adverse patient effects were reported.